Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, surgeon switched from monopolar to ligasure during the case and the l-hook shaft was stuck 1/2 way during the retraction, surgeon could not "unstick" the locked ligasure. New device was used. The patient was not harmed as there was no tissue in the jaws when this happened.